Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and analyzed the system log files. The analysis indicated geo pc was not available during bootup. The fse replaced the geo pc, installed the required software, and performed functionality checks successfully. The defective geo pc was returned to philips for analysis. The analysis revealed that the geo pc had a configuration failure caused by the wrong hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.